Manufacturer narrative:
Device evaluation: the device related to the reported events lump/nodule, granuloma and cyst(s) was received on april 16, 2025 with lot number 2914876. Based on the product analysis performed, the assessments of the complaint codes are: lump/nodule: unable to observe as it is not related to the manufacturing process. Granuloma: unable to observe as it is not related to the manufacturing process. Cyst(s): unable to observe as it is not related to the manufacturing process. As per the investigation procedure, broken and delamination on the orientation dot were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported right side "suspected siliconomas" and "harmless calcium alkates". Patient also reported right side "multiple cysts" and "small periprosthetic fibroadenoma", which are not device-related. Device has been explanted and replaced.

Event description:
Patient reported right side "suspected siliconomas" and "harmless calcium alkates". Patient also reported right side "multiple cysts" and "small periprosthetic fibroadenoma", which are not device-related. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "suspected siliconomas"

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Event description:
Device has been explanted and replaced.